Event description:
It was reported that the patient with this electrode received and inappropriate shock. Review of device data noted multiple instances of oversensing of noise and low amplitude measurements causing both treated and untreated episodes. Testing of different vectors revealed both the secondary and alternate as unacceptable programming options. The field suspected a potential fracture. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 140 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode received and inappropriate shock. Review of device data noted multiple instances of oversensing of noise and low amplitude measurements causing both treated and untreated episodes. Testing of different vectors revealed both the secondary and alternate as unacceptable programming options. The field suspected a potential fracture. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.